Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion, balloon rupture, and vessel perforation occurred. The lesion being treated was located in the right coronary artery (rca). The lesion was eccentric and very narrow with a hard calcification. The distal rca was chronic total occlusion (cto). "The lesion had an indentation." The physician crossed the lesion with the guide wire and then advanced the guide catheter. A 1.5x15mm maverick2 balloon was advanced to the lesion and inflated several times at 16 atms from 1.5x15mm balloon and exchanged it for a 2.5x20mm maverick2 balloon. The balloon was advanced to the lesion and inflated several times at 8 atms from the mid rca through the rca posterior descending artery. The physician removed the balloon and then advanced and deployed a 2.5x20mm taxus express2 drug eluting stent in the rca posterior descending artery at 16 atms. Next, the physician advanced and deployed a 3.00x32mm taxus express2 drug eluting stent in the distal rca at 14 atms. The physician confirmed that there was a vasoconstriction, so the lesion was re-dilated by the delivery balloon of the 3.00x32mm taxus stent at 12 atms. Then, the physician attempted to deliver a 3.50x32mm taxus express2 drug eluting stent to the mid rca, but had difficulty crossing the proximal rca. The physician managed to cross the lesion and the 3.50x32mm taxus stent was deployed at 14 atms in the mid rca. At this time, the physician noticed that the distal side of the delivery balloon of the 3.50x32mm stent had become like a "dog bone at the inflation." The physician attempted to inflate the balloon, but was unable to because the balloon had ruptured. After the balloon rupture, the physician confirmed that there was perforation of the vessel by angiography. The physician used a 3.50x20mm maverick2 balloon at 2 atms for more than 5 minutes to treat the perforation. The procedure was performed twice. The physician confirmed by echocardiography that the patient condition was stable. The physician then deployed a 3.00x24mm taxus express2 drug eluting stent in the distal side of the proximal rca. The 3.50x32mm and 3.00x24mm taxus stents were post dilated by a 3.50x20mm maverick2 balloon. The patient was discharged from the hospital and is reported to be in good condition.